Event description:
Nurse hung antibiotics with new secondary tubing and when she checked on progress of infusion, notices that antibiotics had not infused. Secondary tubing clamp was open and hanging higher than the primary IV bag. The pump was appropriately programmed, but infusion was not going. Set up was replaced. The patient was not harmed.